Event description:
Infant developed significant abdominal wall infection under surgical dressing, subsequently shown to be zygomycosis due to rhizopus species. Dates of use: (B)(6) 2014. Diagnosis or reason for use: stabilizing umbilical venous catheter to abdomen. Multiple concomitant medical products: multiple - endotracheal tube, abdominal drain, umbilical artery catheter; none relevant to this report.